Event description:
During the procedure, it was reported the pipeline did not open. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an m1 segment of the left middle cerebral artery aneurysm using a pipeline embolization device (ped), the physician experienced ped incomplete opening. It was reported that the physician attempted to place the ped but the ped opened insufficiently up to 20% and then it stopped opening. Multiple attempts were made before the physician decided to remove the ped. After the ped removal, it was reported that the ped opened only up to 40% degree at distal part in the form of a "skirt", and the proximal part had not opened at all. After rinsing the ped, the stent opened incompletely at the distal part. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)